Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was difficult to insert into the pump usb port. The customer's blood glucose level was 201 mg/dl. The customer indicated that a replacement usb cable would be used. Multiple contact attempts were made by tandem technical support to determine if the issue persisted with a 2nd usb cable; however, the customer did not respond.